Event description:
The day essure was placed ((B)(6) 2011), I experienced heavy cramping during the procedure. Immediately following the procedure, I was nauseated and fatigued for the entire day. I had to receive 2 follow-up hsg tests and during both I suffered from severe cramping. In (B)(6) 2012, I began to experience anxiety along with pelvic pain. Since this onset of symptoms, I have experienced the following: extreme mood swings, pelvic pain, severe cramping during menstruation, numbness and tingling in the extremities, increase in acne (had to begin using (B)(6)), onset of environmental allergies, dry/brittle hair, increase in hair growth, severe yeast infection, sharp pains during intercourse, joint pains, fatigue, memory lapses and brain fog, changes in menstrual cycle, food sensitivities, recurring ulcers on the tongue, acid reflux, and chronic rhinitis. (B)(4).